Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported the device gives a prompt to check printer. There was no patient involvement.

Event description:
It was reported the device was giving an error message that is connected to the display. There was no patient involvement.